Event description:
As originally reported: "implant shifted posterior. Case type / application: pka (mics)" additional information provided: a restoris mck rm pka was implanted 13/march/2024. Implants appear to be posterior to plan. It is believed that inaccuracy with the robot or a bumped array was the cause. No revision is planned and no patient complaints have been reported as of 16/may/2024.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Reported event. An event regarding incorrect placement involving a mako pka software was reported. The event was not confirmed because the product was not available for inspection. Method & results: -product evaluation and results: review of the case session files was not performed as case session data provided was corrupt. Additional requests for the log files were issued to the complainant however no information was received. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob920 was inspected and the quality inspection procedures were completed with no reported discrepancies. -complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: rob920 shows no other similar complaints for pka software - incorrect placement. Conclusions: the alleged failure mode cannot be determined because the relevant log files and session files were not available for inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
As originally reported: "implant shifted posterior. Case type / application: pka (mics)". Additional information provided: a restoris mck rm pka was implanted (B)(6) 2024. Implants appear to be posterior to plan. It is believed that inaccuracy with the robot or a bumped array was the cause. No revision is planned and no patient complaints have been reported as of 16/may/2024.